Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient programmer (ptm) code 8286 occurred: empty reservoir. It was unknown if the patient was due for a refill. Patient was scheduled on tuesday (B)(6) 2018 for a pump refill and was told by the hcp today that when the patient tried to utilize their ptm they confirmed code 8286. The rep did not know when that occurred or any other details at the time of the call. No medical symptom was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of empty pump was that patient missed refill appointment. Patient's name was reported. Patient was to be filled on tuesday (B)(6). The empty pump had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.